Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated if they lay down their intensity is supposed to go down to 2.6 and it does at first but then they start shaking and they check the controller and the intensity is up to 6.0 so they have to manually turn it back down. Patient also stated sometimes it works the other way where they will be sitting up and they feel the intensity decrease when it should still be at 6.0. Patient confirmed they have not changed their therapy group. Agent reviewed role of rep and the patient was redirected to manufacturer representative (rep) and hcp to further address. Patient talked with rep and has an appointment with their hcp. Rep confirmed adaptive stim is turned on and has educated patient on how to manually adjust stimulation. Patient(pt) called in on previously documented information and mentioned that 2-3 weeks ago they met with the mdt rep and their therapy was adjusted but when they went back home, they still have the same issue with the adaptive stim not working; pt added they still need to manually adjust it stayed at 6. Pt added when they pushed the button to unlock it won't let them unlock "it will start with line coming in then it quits". Pt reached out to another mdt rep today and they tried to further assist the pt, then informed pt that they needed to get the controller and battery pack replaced. Agent had patient reset the controller and checked for physical damage. Patient confirmed no damage on the battery compartment and battery pack. However, pt lost the back cover. Pt reinserted the battery and was able to access the therapy and stated that sometimes the controller lets them find the device sometimes. It won't. Pt stated that the intensity showed at 6.0. Agent reviewed adaptive stim feature may require up to 1 minute to recognize position. Pt mentioned they couldn't last that long because the stimulation jerks them and added that the stimulation was not like that before. Due to the additional issue given about the controller, and the issue was the same even after getting adjusted, agent sent request to repair to replace the controller.

Manufacturer narrative:
Additional information has been received. B5 has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information has been received from patient stating that they do not know the exact circumstances that led to the issue. Positioning issues does not changing from sitting, standing and down to 2.4 and going to sleep. The problem began suddenly without any clear reason. Patient worked with 2 different reps and ordered new controller but still there was jerking in legs because it not automatically adjust to 2.4 for the night. The issue has not been resolved. Weight at the time the issue occurred is 245lbs.